Event description:
It was reported that a patient underwent a partial nephrectomy procedure on an unknown date and barbed suture was used. It was reported that over the last few months during an unknown number of procedures, the suture is slipping in urology procedures. No patient harm was reported. No device for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/29/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: 1. Please provide product code and lot number- unknown 2. The initial event mentions "the stratafix monocryl is slipping" please clarify what you mean ¿ for partial nephrectomies: when he is suturing the kidney closed after he removes part of the kidney, he is encountering bleeding due to stratafix not staying. I have seen most surgeons use a baseball stitch and some will use lapratys (dr and others) to secure the kidney closed. Dr has a different technique that uses weck hem-o-lock clips only on the sutures. The suture isn¿t securing immediately like it does with vloc. He is having to add more clips and more sutures than with vloc. We are discussing the possibility of moving to symmetric to ¿grab ahold better¿. ¿ for prostatectomies: on the dvc and rocco stitch, he is experiencing the suture slipping. He has decided that this is not acceptable. 3. Provide the specific number of patient events - unknown 4. How many devices demonstrated the alleged deficiency on each involved patient event? Unknown 5. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). -unknown 6. If this event occurred in multiple procedures, please provide information requested above for each patient event. Unknown - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). -unknown - what are the procedure name(s) and date(s)? Unknown - what is the quantity involved per procedure-unknown - was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.